Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 999 ml during therapy initiated on (B)(4) 2011 22:25, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device?s event log was performed for the therapy initiated (B)(4) 2011 22:25. With the fv= 1500ml, the actual drain volume would need to exceed 2400 ml and the uf to exceed 900 ml (1500 ml + 900 ml = 2400 ml max drain volume). The drain volume during cycle 4 in the event log was 2318ml and there was a partial fill of fv=1318ml (1318 ml + 999 ml = 2317 ml), which did not exceed the max drain volume of 2400ml. The actual drain volume of 2318 ml is 155% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:25:33. During night drain cycle 4, the patient's ultrafiltration reading was 999ml, indicating the home patient (hp) drained 999ml more than their maximum programmed fill volume of 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.